Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise and low pacing rates were reported on the atrial lead. Technical services suspected that there could be a potential lead damage. The patient will continue to be monitored as no intervention was currently performed. The patient was stable.